Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) arranged to send fuses to the customer's site. No malfunction was reported. No further service is provided. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where there is no malfunction associated to allura system, is not likely to cause or contribute to death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system alerted regarding low load fluoroscopy, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.